Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8.5f sheath hole prior to an interventional ablation procedure. No imaging was taken to confirm access site. Reportedly, there was difficulty inserting the prostyle device into the anatomy and as a result the sheath kinked. The pre-close technique was aborted and ablation procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code- failure to follow steps/instructions (no femoral imaging of access site). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.